Event description:
It was reported that the patient presented in clinic for a followup. Upon review, it was discovered that the pacemaker exhibited failure to capture, far r oversensing, inappropriate mode switch, and pacemaker mediated tachycardia. No intervention was performed. The patient will continue to be monitored. The patient was in stable condition.